Event description:
Information was received from a company representative regarding a patient receiving baclofen 70mcg/ml at 15.4ug/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was noted per the logs that a low reservoir alarm occurred (B)(6) 2015 at 14:29 and an empty reservoir alarm occurred (B)(6) 2015 at 17:14. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.